Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a av graft, the pta balloon allegedly ruptured prior to reaching 25atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported retraction issues, detachment of balloon material, nor any vessel damage. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. A visual inspection found fiber disturbance and peeled pebax on the balloon. The device was inflated and water was seen leaking from a longitudinal rupture on the balloon. Therefore, the investigation is confirmed for peeled pebax, fiber disturbance, and for a longitudinal rupture on the balloon. It is possible that the identified rupture contributed to the fiber disturbance and peeled pebax. However, the definitive root cause for the identified issues could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in a av graft, the pta balloon allegedly ruptured prior to reaching 25atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported retraction issues, detachment of balloon material, nor any vessel damage. There was no reported patient injury.